Manufacturer narrative:
The suspect device is expected to be returned for evaluation. A follow up report will be submitted once the investigation and product history review are complete.

Event description:
It was reported that after advancing the catheter to the desired position, treatment was initiated, and the device was slowly withdrawn through the treatment area. During withdrawal, the operator noticed an unexpected loss of resistance and removed the catheter. Upon inspection, the braided catheter and rotation wire were found to be separated. The device was replaced with an identical new device to complete the procedure. The suspect device was introduced into the patient's anatomy, however, no patient injury was reported. The event did not necessitate medical or surgical intervention.